Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that the ilet display became pixelated and not functional for viewing after the user fell onto the device, while the screen surface was not cracked. Symptoms included no injury or adverse health effects. Outcomes included interruption of normal device use due to loss of screen visibility. Investigation included complaint intake review, user interview, and confirmation that a replacement would be issued and the device returned. Investigation of this case revealed damage consistent with external physical impact resulting in a display malfunction of the user interface component, with no evidence of alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from impact.